Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that, "she was trying to place a midline and it is stuck in the patient. She states she had to stick the patient twice. Both attempts the catheter went low and she could not get it to go higher. They were able to remove the catheter on their own."